Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported low voltage and external loss of power alarms continued to occur. The system controller was exchanged. Technical services reviewed the submitted log files which revealed low voltage alarms throughout the event history.

Manufacturer narrative:
Manufacturer's investigation conclusion: device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot low voltage, power cable disconnect, and no external power alarms. Heartmate ii instructions for use section 8-¿equipment storage and care¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. Heartmate ii instructions for use section 2 - ¿system operations¿ and heartmate ii patient handbook section 2 - ¿how your heart pump works¿ warns the user that at least one system controller power cable must be connected to a power source at all times. The reported event of low voltage alarms was confirmed via the log files; however it was not reproduced. A review of the log files spanned approximately 17 days (28feb21 ¿ 17mar21 and 31mar21 ¿ 14apr21 per time stamp). Throughout the entire log files while connected to batteries and the power module, the low voltage advisory alarm activated due to rsoc voltages fluctuating outside the expected voltage range on both cables. These events coincided with a few atypical power cable disconnect alarms as well. The alarms cleared shortly after each time. The alarms did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The heartmate ii system controller, serial pcx-14849, was functionally tested and found to operate as intended during analysis. The controller returned with cuts in both power cables and damaged strain reliefs. The cable jacket and shielding were stripped back revealing no damage to the underlying wires. Functional testing revealed high resistances in multiple wires in both cables. This is a sign of early stage wire fatigue. However, no alarms were reproduced while testing. The controller was able to support pump function for an extended period of time. A root cause for the reported event cannot be conclusively determined through this investigation; however, the wire fatigue and damage could have contributed to the event. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported low voltage alarms were observed. Review of the submitted log files revealed numerous low voltage events while using battery power but also noted that the voltages seen in the log while using the power module were below the voltage specification as well. This may indicate an issue with one or both of the power leads in the system controller. Hospital clinical team will discuss changing out the system controller.